Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 500 mg/dl. The customer was admitted to the hospital. The customer caused of high blood glucose was diabetic ketoacidosis. The customer had diarrhea and was vomiting. The customer came on sunday and was released on tuesday. The customer was advised that we are sending replacement bayer meter. The customer mentioned that he woke up in middle of the night previously with low blood glucose of 40 mg/dl but doesn't recall a date.